Manufacturer narrative:
Based off the additional information provided the patient underwent implant of a unknown "prosthetic mesh" device to treat an incisional/ventral hernia. No other information provided. With the current information available no conclusion can be made. If additional information is provided a follow up emdr will be submitted. Updated: describe event or problem, other relevant history, date received by MFR, type of reports, if follow-up, what type?, remedial action, additional MFR narrative. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on medical records provided to davol by the patient's attorney: (B)(6) 2003 - patient was previously diagnosed with midline incisional hernia and underwent repair of hernia with a bard composix kugel hernia mesh. On (B)(6) 2004 - the patient was diagnosed with a recurrent incisional hernia and underwent repair with a partial explant of the composix kugel mesh and implant of a second composix kugel hernia mesh. The second mesh was fixated over the left lower abdomen where it appears a portion of the previously implanted composix kugel remained based on anatomical location. On (B)(6) 2007 - (B)(6) 2008 - the patient had multiple md office exams with complaints of left sided abd pain, nausea and was diagnosed with diverticulitis and a left inguinal hernia. Per the md exam notes, she did not have any "evidence of mesh complications such as infection or obstruction and removal of the mesh was not recommended." On (B)(6) 2009 - the patient underwent repair of the left inguinal hernia with implant of a non-bard davol mesh. No mention or visualization of any bard davol composix kugel mesh. On (B)(6) 2009 - the patient was admitted to the hospital with abd pain and was diagnosed with clostridium difficile. On (B)(6) 2011 - (B)(6) 2012 - the patient had md office exams with complaints of intermittent upper abd pain, vomiting and anorectal pain with bleeding. On (B)(6) 2012 - patient underwent a colonoscopy and was diagnosed with diverticulosis throughout her colon as well as multiple hemorrhoids. On (B)(6) 2012 - patient underwent a rectal exam with polypectomy. Patient was diagnosed with anal cancer and for the following several months between (B)(6) 2010 - (B)(6) 2012 the patient underwent chemo and radiation. On (B)(6) 2012 - patient was admitted to the hospital with onset of a consistent fever. Patient was diagnosed with neutropenic fever, hypokalemia and radiation burns. On (B)(6) 2015 - patient presented to the ER with complaints of on-off fevers, nausea and vomiting with weakness. The patient also noticed some redness and swelling to the umbilicus. The patient was diagnosed with an abdominal wall abscess due to infected composix kugel mesh. On (B)(6) 2015 - the patient underwent an I&d procedure of the abdominal abscess. The op report details indicate the "abscess in the subcu space appeared to arise from the lower end of a small area of exposed mesh. The mesh itself seemed to be relatively well incorporated. Surgeon decided to not dissect any of the second composix kugel mesh (#2) as he did "did not want to disrupt the kugel ring and have a sharp end of the ring." On (B)(6) 2015 - the patient underwent multiple wound care treatments as well as another surgical consultation which indicated that the patient was thought to have "erosion of the small bowel with minimal output fistula." It was recommended to have the composix kugel mesh removed. On (B)(6) 2015 - the patient was diagnosed with a hernia mesh infection and underwent an exploratory laparotomy followed by an open ventral hernia repair with removal of both composix kugel hernia patches and implant of a non-bard davol mesh and an appendectomy. The explant op details indicated that a "large infected mesh with broken rings in multiple places" was found as well as "dense adhesions of the appendix to the inferior edge of the mesh on the abd wall which revealed the tract of the fistula emanating from the tip of the appendix. During the dissection of the of the mesh it was noted that the transverse colon came in close proximity to electrocautery which resulted in 1 cm serosal injury which was primarily repaired. It is unclear at what point the ring in the mesh had broken due to the op details indicating the mesh "being divided at the midline" prior to entering the intraperitoneal cavity. The following is additional information based on medical records sent to davol by the patient's attorney: on (B)(6) 2016 - the patient underwent an incisional/ventral hernia repair with implant of an unknown/unspecified "prosthetic mesh."

Manufacturer narrative:
This is a patient with a complex medical and surgical history, who 12 years later developed alleged infected composix kugel mesh. The medical records indicate the patient experienced infection, recurrence and adhesions. Adhesions and recurrence are listed as known possible adverse reactions in the instructions-for-use. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ it appears a portion of the composix kugel mesh implanted in (B)(6) 2003 was excised in (B)(6) 2004 procedure. The op details indicate the surgeon removed the mesh up to "where it was incorporated." It appears that there was a small portion of the composix kugel (mesh #1) was left in situ in the "left lower aspect" of the incision. With the current information available no conclusion can be made. The explant op report for the procedure on (B)(6) 2015 states "large infected mesh with broken rings in multiple places." It is unknown at this time which composix kugel mesh had the "broken rings" and if the broken rings occurred during explant of the original composix kugel mesh or during implant of the second composix kugel mesh as it was stated that the mesh was "being divided at the midline" prior to implant. This file represents composix kugel mesh implanted in (B)(6) 2003. Another emdr was created to address the composix kugel mesh implanted on (B)(6) 2004. Without a lot number a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The subject product is alleged to be part of the composix kugel recall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is an addendum based on medical records provided to davol by the patient's attorney: (B)(6) 2003 - patient was previously diagnosed with midline incisional hernia and underwent repair of hernia with a bard composix kugel hernia mesh. On (B)(6) 2004 - the patient was diagnosed with a recurrent incisional hernia and underwent repair with a partial explant of the composix kugel mesh and implant of a second composix kugel hernia mesh. The second mesh was fixated over the left lower abdomen where it appears a portion of the previously implanted composix kugel remained based on anatomical location. From (B)(6) 2007 - (B)(6) 2008 - the patient had multiple md office exams with complaints of left sided abd pain, nausea and was diagnosed with diverticulitis and a left inguinal hernia. Per the md exam notes, she did not have any "evidence of mesh complications such as infection or obstruction and removal of the mesh was not recommended." On (B)(6) 2009 - the patient underwent repair of the left inguinal hernia with implant of a non-bard davol mesh. No mention or visualization of any bard davol composix kugel mesh. On (B)(6) 2009 - the patient was admitted to the hospital with abd pain and was diagnosed with clostridium difficile. From (B)(6) 2011 - (B)(6) 2012 - the patient had md office exams with complaints of intermittent upper abd pain, vomiting and anorectal pain with bleeding. On (B)(6) 2012 - patient underwent a colonoscopy and was diagnosed with diverticulosis throughout her colon as well as multiple hemorrhoids. On (B)(6) 2012 - patient underwent a rectal exam with polypectomy. Patient was diagnosed with anal cancer and for the following several months between (B)(6) 2010 - (B)(6) 2012 the patient underwent chemo and radiation. On (B)(6) 2012 - patient was admitted to the hospital with onset of a consistent fever. Patient was diagnosed with neutropenic fever, hypokalemia and radiation burns. On (B)(6) 2015 - patient presented to the ER with complaints of on-off fevers, nausea and vomiting with weakness. The patient also noticed some redness and swelling to the umbilicus. The patient was diagnosed with an abdominal wall abscess due to infected composix kugel mesh. On (B)(6) 2015 - the patient underwent an I&d procedure of the abdominal abscess. The op report details indicate the "abscess in the subcu space appeared to arise from the lower end of a small area of exposed mesh. The mesh itself seemed to be relatively well incorporated. Surgeon decided to not dissect any of the second composix kugel mesh (#2) as he did "did not want to disrupt the kugel ring and have a sharp end of the ring." On (B)(6) 2015 - the patient underwent multiple wound care treatments as well as another surgical consultation which indicated that the patient was thought to have "erosion of the small bowel with minimal output fistula." It was recommended to have the composix kugel mesh removed. On (B)(6) 2015 - the patient was diagnosed with a hernia mesh infection and underwent an exploratory laparotomy followed by an open ventral hernia repair with removal of both composix kugel hernia patches and implant of a non-bard davol mesh and an appendectomy. The explant op details indicated that a "large infected mesh with broken rings in multiple places" was found as well as "dense adhesions of the appendix to the inferior edge of the mesh on the abd wall which revealed the tract of the fistula emanating from the tip of the appendix. During the dissection of the of the mesh it was noted that the transverse colon came in close proximity to electrocautery which resulted in 1cm serosal injury which was primarily repaired. It is unclear at what point the ring in the mesh had broken due to the op details indicating the mesh "being divided at the midline" prior to entering the intraperitoneal cavity.